Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for lots 25149915 and 25149995, the last 2 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Customer said that tip of device broke off and needed to be retrieved from the patient during surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. Customer said that tip of device broke off and needed to be retrieved from the patient during surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.